Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the potassium ion result was abnormal with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: (1 of 2 complaints) when using the sstii tube (cat#367957) for biochemical testing, it was found that the potassium ion result was abnormal (higher). Patient a (age: (B)(6)) were not normal with potassium (6.46). However, for the second time of the same patient's interval of 4 hours (without using any drugs during the period), sstii tube and bd heparin tube (cat# 367884,lot#9065817) were used for simultaneous detection, and potassium ions were found to be normal (5.82). Heparin tube contains heparin lithium additive, but the results of the potassium ions are also within the normal range. In the past two weeks, 7 cases of abnormal potassium ions in the sst ii tube were found to be abnormal.

Event description:
It was reported that the potassium ion result was abnormal with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: (1 of 2 complaints). When using the sstii tube (cat#367957) for biochemical testing, it was found that the potassium ion result was abnormal (higher). 1.patient a (age: 2 months and 1 day) were not normal with potassium (6.46). However, for the second time of the same patient's interval of 4 hours (without using any drugs during the period), sstii tube and bd heparin tube (cat# 367884,lot#9065817) were used for simultaneous detection, and potassium ions were found to be normal (5.82). Heparin tube contains heparin lithium additive, but the results of the potassium ions are also within the normal range. In the past two weeks, 7 cases of abnormal potassium ions in the sst ii tube were found to be abnormal.

Manufacturer narrative:
Investigation: bd received photos and samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the manufacturing records was completed for the incident lot and no issues were identified. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. A review of specimen handling parameters should be reviewed for this tube type.